Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt had their 97714 ins replaced today with a 97715 ins (see pe 705269448). Caller stated they kept the lead that was already implanted. Caller stated they ran an impedance check right after connecting the lead to the 97715 ins and all electrodes 0-7 displayed high impedance values and was displaying as "red". Caller stated the hcp removed the proximal end/tail of the lead from the ins and wiped it off and reinserted it back into the ins. Caller stated they ran another impedance check and two of the electrodes impedance values decreased then changed to "yellow"/avoid. Caller instructed the hcp to again, remove the lead from the ins and wipe it off, then reinsert. Caller ran another impedance check and then impedance values on two more of the electrodes decreased and changed to "yellow"/avoid. Caller commented that the impedance values were "jumping around" on all electrodes. Calle r confirmed that they ran an impedance check prior to the replacement and all electrodes were within a good range. Caller also confirmed that the hcp inserted the lead into the 8-15 port of the ins and the lead still had high impedance values. Caller was no longer with the pt at the time of call so further troubleshooting could not be performed. Caller reported the following impedance values for electrodes 1-7 after the replacement procedure was complete:1 - 19,440 ohms2 - 26 ,860 ohms3 13,940 ohms4 17,430 ohms5 - 34,720 ohms6 & 7 - >40,000 ohms. Caller stated they programmed electrodes 0 & 1 with 300 pulse width and 50 rate and oor displays when increasing the intensity to 1.0 amps. Caller mentioned pt is not getting any therapeutic benefit at this point and they will be meeting with pt again on (B)(6) 2023. Tss reviewed information and instructed caller to call back is further assistance is needed when meeting with pt.  Caller mentioned pt has lower back pain that radiates throughout their back. On (B)(6) 2023 the rep reported the patient (pt) came in for their post-op appointment and is still getting oor message and all contacts showing as orange, with 5,6,7 the only ones at 40000. The physician is aware and is recommending pt have lead be replaced.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2014. Product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014. Product type lead product ID 977a260 lot# serial#(B)(6). Implanted: (B)(6) 2014. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue was resolve by replacing the damaged lead on 9-feb-2023. The patient reported no issue at follow-up on 22-mar-2023.